Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call. The pump tubing and fittings, wash station, wash blocks, reagent probe, cuvettes, and dispensing were inspected, and the peri-pump tubing replaced. The luminometer, and cuvette loader were inspected and cleaned. The sample and reagent probe assemblies were inspected, and calibrated. The cse returned the next day to perform a system decontamination of the bottle, and acid and base lines. The wash blocks, water tubing, and wash 1 tubing were replaced. The service actions taken were preventative, and proactive. The cse ran 30 replicates of multi-diluent, and quality control (qc) that were acceptable. The cause for the non-reproduced discordant troponin result is unknown. No conclusion can be drawn. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample, and considered discordant compared to (B)(6) repeat troponin test results. The customer performed repeat troponin testing on an alternate advia centaur cp system and the result was (B)(6). The patient sample was repeated on the original advia centaur cp system and the result was (B)(6). The (B)(6) result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra result.